Manufacturer narrative:
Add'l info will be submitted once the device is rec'd and the quality investigation is completed, if add'l info is obtained and requires reporting. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was leaking oil. The procedure was completed with the same device w/o a delay; no adverse consequences or medical intervention were reported.